Event description:
The reported issue was found at the beginning of the procedure, before a scan was completed. The procedure was completed with the c-arm. Navigation and use of the imaging system was aborted.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a cable needed replacement. Replacing the cable resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect cable has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the camera of the navigation system was not functioning. There was no patient present at the time of the issue.

Manufacturer narrative:
Updated the product serial number, UDI # with the corrected product information. Correction: manufacturer date, UDI, product number.